Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set experienced a low priority (max air exceeded) alarm. The patient was not connected at the time of the alarm. This occurred during priming of peritoneal dialysis therapy. During troubleshooting, "liquid was leaking from various places" when the cycler door was opened. There was no report of patient injury or medical intervention associated with this event. No additional information is available.